Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient developed a 2nd degree burn as well as welts from the pods adhesive at the infusion site. The patient reports their endocrinologist had referred them to go their primary care physician for would care. Once at their doctors office the patients pod was removed and the patient was given a prescription for antibiotics. The patient has been placed on multiple daily injections.